Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during orthopedic procedure, the tibial nail suprapatellar instruments had been put together and sterilized incorrectly by sterile processing of the facility. They took the compression device from the tibial nail ex set and put it into the connecting bolt of the suprapatellar instrumentation. When the surgeon went to attach nail to aiming arm and insert the nail over the reaming rod it was discovered that piece was in the connecting bolt. When trying to remove connecting bolt upon that discovery the compression screw started to back out and therefore the instrumentation was compromised as being unsterile. It is unknown if there was surgical delay. The procedure was successfully completed. No patient consequence. This report is for one (1) cann connecting scr f/percutan instruments for nails-ex. This is report 2 of 2 for (B)(4).